Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one (1) unknown biomet abutment screw for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, and some damage likely due from the removal process. At the top of the abutment, there was a wax like material preventing access to the screws drive feature. Unable to determine if the screw was fractured. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet abutment screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. Therefore, based on the available information, the abutment malfunction could not be verified. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(6) . A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: dental implant, nanotite tm certain prevail implant 5/6/5 x 11.5mm, lot number 589903. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the prosthetic screw fractured and unable to be retrieved. Implant removed using trephine.